Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt forgot to press stop on their homechoice machine when they disconnected to use the bathroom. The home pt reported that when they returned to reconnect themselves they noticed that the flexicap on the pt line was not secure. The home pt reported that they reconnected to the pt line of the homechoice set and received the system error alarm. Baxter's technical service center assisted the home pt in ending therapy. The home pt was currently on antibiotics for a previously diagnosed peritonitis non-related to baxter product, per the home pt's nurse. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.